Event description:
Consumer complaint of lo blood result. Expected fasting blood glucose test result range is 125 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 01/27/2018 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: see scanned table. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of lo blood result. Expected fasting blood glucose test result range is 125 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 01/27/2018 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 1:lo (B)(6) 2015 12:07pm fasting:no. 2:lo (B)(6) 2015 12:02pm fasting:no. 3:lo (B)(6) 2015 12:00pm fasting:no. 4:lo (B)(6) 2015 10:39am fasting:yes. 5:232mg/dl (B)(6) 2015 08:51pm fasting:yes. Adverse event not reported.